Manufacturer narrative:
The evaluation revealed the anterior chamfer reamer star ankle 7.5mm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer returned was documented as faultless prior to distribution. As the device had been in use for approx. 6 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reamer shaft was found broken in the circumferential groove, where the e-clip is assembled usually. The breakage surface indicated a fatigue fracture due to torsional overload. The material hardness was found within specification. The cutting edges and tips of the reamer head are completely abraded, blunt and worn; they are no longer sharp enough to guarantee a successful performance. Due to the worn blades the user had to bring more pressure to the reamer, after many usages over the time the reamer shaft broke. Because the DHR, dimensions and material was found within specification the case is attributed to a usage over the lifetime of the instrument (user related). The IFU contains that every instrument shall be inspected for wear or damage before use and that instruments can break in present of excessive force. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Implant surgeon reported the following event to the sales rep :"during a star prosthesis implantation, while reaming, the device fractured. It happened at the end of the reaming, no fragment were left inside the patient." No delay and no adverse consequences were reported by the surgeon, the surgery was completed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implant surgeon reported the following event to the sales rep :"during a star prosthesis implantation, while reaming, the device fractured. It happened at the end of the reaming, no fragment were left inside the patient." No delay and no adverse consequences were reported by the surgeon, the surgery was completed successfully.